Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the system controller becoming hot to the touch, and a controller fault alarm, were both confirmed. The provided log file, as well as a log file extracted from the controller during testing, were reviewed and contained data that collectively spanned approximately 12 days (29jul2020 ¿ 09aug2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The controller¿s temperature appeared to be within spec (30 ¿ 50 degrees celsius) until (B)(6) 2020 at 2:09, when the temperature reached 63 degrees celsius. The controller¿s temperature remained at 63 ¿ 78 degrees celsius throughout the remainder of the data. At 19:10 of the same day, a controller internal fault alarm became active, correlating to an ebb test circuit fault flag. The alarm remained active until the controller was shut down to perform the reported controller exchange. The returned system controller (serial number (B)(6) ) was functionally tested. After being connected to power multiple times from a cool state, the controller would operate for approximately 5 ¿ 15 minutes before alarming with a controller fault alarm. During each alarm, the controller was also noted to be significantly warm to the touch. However, the controller still operated a mock loop as intended. The controller was opened and inspected at a component level. Damage to multiple components on the controller¿s ebb test circuit line was observed, which appeared consistent with the observed alarm in the log files. Some of the components were also observed to be slightly cracked and warped. A burnt smell also emanated from one of the components. As a result, the root cause of both of the reported events was determined to have been damage to the controller¿s main pcb, specifically components that connect to its ebb test circuit line. However, the root cause of the damage to the components was unable to be conclusively determined. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook instructs users on what actions to take for all alarms that sound from their controller, including alarms associated with controller fault and power cable disconnect conditions. For controller fault alarms: ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ the heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had complaints of a hot controller and that it was running much hotter than normal. The patient performed a system controller check and the controller displayed a yellow wrench alarm and system controller fault. The controller was exchanged and sent in for evaluation.